Event description:
Information received via social media: it was reported that a guide break occurred with a proglide device during attempted closure of an unspecified access site. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.